Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with an ep-shuttle rf generator system-100w and the generator did not stop the ablation when it reached the cut-off limit. When starting ablation, the temperature went quickly to 70 degree celsius. The cut off limit was set to 65 degree celsius. The generator was set to temperature control mode. The power was set to 1 w. The generator did not stop the ablation until the stop button was used. The generator was replaced to complete the procedure. There was no patient consequence. This event is being reported since the generator did not stop the ablation when it reached the cut-off limit.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with an ep-shuttle rf generator system-100w and the generator did not stop the ablation when it reached the cut-off limit. When starting ablation, the temperature went quickly to 70 degree celsius. The cut off limit was set to 65 degree celsius. The generator was set to temperature control mode. The power was set to 1 w. The generator did not stop the ablation until the stop button was used. The generator was replaced to complete the procedure. There was no patient consequence. The device was evaluated. Ep cooler and nis board were defected. Defected parts were replaced. Issue was resolved. The device was also subjected to a preventative maintenance, safety and functional testing and all tests passed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).